Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to high capture thresholds measurements. The physician decided that replacing this lead would be the safest option for the patient. There were no physical evidence of lead damage upon fluoroscopy. No additional adverse patient effects were reported.